Event description:
The customer reported that the defib pads showed a dashed line when first attached to the device. The customer believes that the pads are faulty.

Manufacturer narrative:
The customer reported that the defib pads showed a dashed line when first attached to the device. The customer believes that the pads are faulty. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.